Event description:
It was reported that the pt underwent a posterior lumbar fusion at l1-ilium. Multiple attempts were made with the french bender as well as insitu and coronal benders to get the angle as acute as possible for a "j" bend so that the rod would reach the iliac screw. After provisional placement of the rod (before final tightening), insitu bending caused the rod to break at the acute bend. The rod broke into two pieces and both were removed. Surgery time was extended approx 5 minutes. The broken rod was removed and replaced. No pt complications were reported.

Manufacturer narrative:
(B)(4). The rod was returned for eval. Macroscopic examination confirms that the rod is broken. Microscopic examination of fracture reveal fairly tortuous surfaces with no indication of torsion or fatigue. Additionally, the rod fractured intraoperatively during bending of the most acute angle of the rod. A review of the device history records did not identify any applicable nonconformance to spec.